Manufacturer narrative:
Exact date unknown, event occurred a few months ago from date manufacturer was made aware.

Event description:
It was reported that the patient could not turn on or charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.